Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 586 mg/dl due to a bent cannula. Troubleshooting advised customer on proper adhesion technique as the customer indicated that they had skin irritation. No further details given.